Event description:
N/a.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0000303. Please refer to mfg report number 2249723-2025-0000303 for all information for this complaint event. Please cancel mfg report number in your database.

Manufacturer narrative:
The complaint record is downgraded based on the follow-up information. The parent complaint is duplicate of trackwise record (B)(4) hence need to cancel this record. No additional reports will be sent for this mfg report number 2249723-2025-0000327.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) pump would not turn on. It was "circling" but would not turn on fully. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.